Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was programmed off.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing, over-sensing noise and a high impedance warning. It was noted that the patient underwent a left ventricular (lv) lead implant surgery on the same day. The lead remains in use. No patient complications have been reported as a result of this event.